Event description:
Low battery voltage (1.33v), while the device was still sealed in its unopened box, was reported by the manufacturer. The device was never implanted, and there was no patient involvement. It subsequently tested out of specification during manufacturer's analysis.